Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. Device passed the displacement, rewind, basic occlusion ,prime and excessive no delivery tests. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and stained end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error three times. Firs time was at 5:07pm; blood glucose value at the time is unknown, the second time was at 9:20pm and blood glucose was at 385 mg/dl and the third time was at 1:30am and customer was at 340 mg/dl after taking a manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Mother stated that the customer was able to change the set and complete the rewind but alarm happened again. It was mentioned that the customer was in the hospital for back surgery on (B)(6) 2015. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.